Manufacturer narrative:
A field service engineer (fse) was dispatched to customer site. The fse determined the issue was due to oil combustion in the vacuum pump. Service is pending customer approval at this time.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer (fse) returned to the customer site and performed a preventative maintenance on the unit and replaced the vacuum pump oil, cat conv, adapter converter, oil mist filter, and iso kf centering ring to resolve the smoke/haze issue. The fse confirmed that the sterrad® was restored to proper function. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells to be "low." No parts were available for return and analysis. The assignable cause of the haze/mist/vapor issue is likely due to the vacuum pump oil, cat conv, adapter converter, oil mist filter,and iso kf centering ring. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.